Event description:
An aneurx stent graft was selected for treatment of an abdominal aortic aneurysm. It was reported that the device was found broken at the level of the touhy. The physician elected to use the device and the case was successfully completed without complication. The patient is fine. The device was discarded after the case.

Manufacturer narrative:
Evaluation, results: other (cpc insert).